Manufacturer narrative:
This device was being used in a non-clinical environment in a training session. The introducer was not returned so a full investigation could not be performed. Pyng medical is filling this as a conservative interpretation of FDA regulations. In the abundance of caution pyng is filing this as an MDR.

Event description:
Insertion difficulty during training session. (B) (4).